Event description:
It was reported that the patient underwent 'medically unnecessary, experimental' spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient suffered intermittent pain in her neck and lower back and began receiving epidurals to treat the pain. In early 2009, during her first appointment with the surgeon who implanted rhbmp-2/acs, the patient was asked to undergo an MRI and x-rays. During the second appointment, the doctor diagnosed the patient with postural kyphosis. Following the patient's fusion surgery, she experienced stiffness, needle-like pains, and new pain in her right leg. As part of her post-operative treatment, the patient engaged in a variety of physical therapy, but these treatments did not help reduce or control her pain and discomfort. As a result of the surgery, the patient continues to experience extreme back, neck, and radiating pain that she did not have prior to the surgery.

Event description:
It was reported that the patient underwent an unspecified multi level surgery with a posterior approach using rhbmp-2/acs on (B)(6) 2009. The patient reportedly sustained unspecified injuries following the implantation of rhbmp-2/acs. No further information was provided.